Manufacturer narrative:
Lab testing showed accumulation of a black powdery substance around the shaft and bearing area. The bearing were worn. The failure of this motor was caused by worn-out bearings which allow the shaft to move laterally causing binding which causes the unit to go "vent inop." No corrective action determined.

Event description:
Customer reports unit goes "vent inop." No report of pt injury made with svc tech at time of svc.